Event description:
There was an allegation of a questionable elecsys ca 19-9 result from the cobas 8000 e 801 module. The initial result was unmeasurable, the first repeat result after a dilution of 1:2 was 629 u/ml, and the second repeat result after a dilution of 1:10 was 942 u/ml. The sample was submitted for initial investigation. On (B)(6) 2025, the undiluted result was 645 u/ml. The results after a 1:2 dilution were 647 u/ml and 984 u/ml. The result after a 1:5 dilution was 1495 u/ml. The result after a 1:10 dilution was 1870 u/ml. On (B)(6) 2025, the result from a fujirebio lumipulse assay was 772 u/ml.

Manufacturer narrative:
The cobas 8000 e 801 module serial number is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The calibration and qc were acceptable. The reported patient sample was provided for further investigation and was tested for elecsys ca 19-9. Investigation results: the first result was 667 u/ml. The second result was 986 u/ml (dilution factor: 1:5). The third result was 1834 u/ml (dilution factor: 1:10). The investigation confirmed the customer's results. The investigation noted a non-linear behavior in the dilution results, confirming the presence of an unknown interferent in the patient sample. The investigation determined that an unknown interferent had caused the event. A general reagent product problem was excluded.